Event description:
The doctor was unable to insert the step-up dilator into the patient. Event complications: none from the event - reported 3/20/98. Pt's current status: unk - reported 3/20/98.

Manufacturer narrative:
Eval: a datascope 8 french vessel dilator was returned for eval. No visible blood was noted on the exterior of the device. Visual examination of the dilator tip revealed it to be jagged-edged and out-of-round in appearance. Probable cause of difficulty: in general, difficulty inserting the dilator into the pt may be attributed to one or more of the following: 1. During the insertion and advancement of the dilator, it may have hit the opposing wall of the artery. 2. The pt may have had a severe vessel tortuosity resulting in poor placement during the insertion attempt (pt anatomy). 3. The user may have failed to make a small incision at the exit of the guidewire to facilitate the insertion of the dilator through the skin. The condition of the returned dilator does support the above statements. (This follow-up MDR was mailed to the FDA on 5/01/98).